Manufacturer narrative:
Additional information was added : the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph and did not clearly show evidence of leak. Therefore, reported problem could not be verified or refuted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) units of unspecified infusors were leaking prior to patient use. The infusors were filled with 5-fluorouracil 3950 mg/115ml. There was no patient involvement. No additional information is available.